Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the e101 (temperature switch error) was due to a faulty control function, the lack of thermal paste and not being assembled correctly and the lamp was burnt out. The power switch was updated, the software version was up to date and had minor dents scratches on the housing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e101 (temperature switch error) on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the burnt lighting lamps, inadequately applied heat compound, and no lamp washer being present (due to client handling) could not be identified. The phenomena of the burnt lighting lamps and inadequately applied heat compound might have been prevented per the instructions use listed below: [6.3 insertion of the lamp]. Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. The phenomena of no lamp washer being present might have been prevented per the instructions use listed below: [6.2 removal of the lamp]. Washers are attached to bolts. Retain all three of them carefully because they will be used again to clamp the new examination lamp. Olympus will continue to monitor field performance for this device.